Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) or pump errors were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. Customer blood glucose value was 154 mg/dl at the time of the incident. Customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the pump. Customer stated the insulin pump was neither stored nor without a battery for more than 8 hours. Customer states the alarm did not occur immediately after a battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.